Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 317-329 mg/dl; cause was not known. Reportedly, the customer experienced constant headache. A correction bolus via the pump was delivered to address bg. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.